Manufacturer narrative:
Investigation summary: "material #: 364391. Bd received 1 cleaned used sample for investigation. The sample was evaluated by visual examination and no defects were observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported after collecting blood with a bd preset¿ eclipse¿ syringe, the blood sample leaked out. No impact was reported.